Manufacturer narrative:
It was reported that during a total hip replacement surgery, upon impacting the femoral head, a component of a polarstem modular head for 21000662 released a fragment. The device intended for use in treatment was not returned for investigation and so a direct product evaluation was not possible. A visual evaluation was performed on images provided by the complainant, and it showed that the polarstem modular head for 21000662 has a broken off piece. No batch number was communicated so the document history review was not possible. Due to an unknown batch number, the review of historical complaints was performed on product number basis only, revealing 38 additional complaints over the past 12 months with similar failure mode. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. The performed investigation does not lead to an accurately determined cause. The polarstem modular head (75023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for further actions. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received

Event description:
It was reported that during thr surgery, upon impacting the femoral head, a component of a polarstem modular head for 21000662 released a fragment. Surgery was resumed after a non significant delay, with back up s+n devices. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal reference: case (B)(4).